Event description:
Ligaclip erca endoscopic rotating multiple clip applier used to deliver titanium clips during cholecystectomy. The next day, the patient was brought back to the operating room for exploratory laparotomy for postoperative bleed. The laparoscopic cholecystectomy site was explored. The clips on the cystic duct had crossed and easily fell off. Clips found free in abdomen. The surgeon determined the probable bleeding site and it did not relate to the loose clips.